Event description:
Alaris pump gave "system error" alarm with code 120.4610 during dka fluid and insulin gtt infusion. Piv clamped at notice of alarm. Patient at that time c/o of sudden headache and nausea. Pump and 3 channels changed out. Fluids and insulin restarted on new pump and channels. Glucose checked- result of 94. Previous check just prior to alarm was 114. Mds notified, orders received for tylenol.